Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2cc of juvédermvista volite xc in the "cheek curtain wrinkle and lip". Patient began to experience a "delayed nodule" post injection. Hcp treated the patient with predonin. Hcp later reported about 3 months post injection, the patients lips and part of right cheek began to swell, gradually becoming hard and painful, prompting the patient to seek medical attention. Initially, only the lips were affected, but the patient "felt it spreading" to their cheek. Over the next 5 days, the patients condition worsened. Hcp noted upon examination, they felt an induration of about 1cm on the lower lip and part of the right cheek. Hcp states the patients "entire face" was swollen. Hcp diagnosed it as "delayed allergy" and the patient was prescribed predonine 25mg/day, gaster, and cephalor. Five days later, the "swelling and pain have nearly improved", hcp prescribed a predonine taper, 20mg/day, but the patient mistakenly took 10mg/day. Two days later, swelling had not improved, so patient resumed the predonine 20mg/day. Two days later, hcp prescribed prednisone taper to 15mg/day to improvement in the swellings. Six days later, hcp reduced the prednisone to 10mg/day. Four days later, pain and swelling returned in the jaw, prednisone was upped to 20mg/day. Two days later, a clinic visit showed there was no "overall swelling" but swelling and redness remained in the jaw. Hyaluronidase was injected at 1v. Two days later, reduced prednisone to 15mg/day as the induration improved. The following day, reduced prednisone to 10mh/day. Two days later, the prednisone was discontinued because the symptoms had resolved.